Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. In 2001, patient had blood glucose readings of 255mg/dl at 5:30pm and 265mg/dl at 9:30pm on the ot meter. Because patient was experiencing lightheadedness, the patient went to the emergency room. At the ER, patient's blood glucose was 312mg/dl on hospital meter of unknown brand. Patient was treated with insulin at ER and released home. No further information was reported.